Manufacturer narrative:
A1-a4: patient information updated. D4: updated serial number and UDI. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), revision a, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of this document lists adverse events, including right heart failure, renal dysfunction, and respiratory failure, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A1 and a4: patient initials and weight were not yet provided. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported through the research article ¿refractory hypoxia after lvad implantation: mind the hole,¿ the hm3 left ventricular assist device (lvad) may be related to right ventricular failure. This study reported a clinically significant right-to-left intracardiac shunt unmasked by peri-operative rvf, diagnosed due to hypoxemia and shock postoperatively which shows the need for vigilance around management of rvf and intra-operative correction of pfo during lvad implantation. The case study shows that reduction in left-sided pressures and right ventricular failure (rvf) after lvad implantation can promote right-to-left shunting. A 78-year-old male with advanced ischemic heart failure, reduced ejection fraction and inability to tolerate guideline-directed medical therapy was repeatedly admitted for decompensated heart failure despite inotropes. The patient received a heartmate 3 lvad. Intraoperative transesophageal echocardiogram (tee) had no evidence of intracardiac shunt at 5000 rpm and pump flow of 4.2 l/min. Severe hypoxia in the early post-operative period despite maximal ventilatory support and normal chest x-ray prompted an urgent tee which revealed a right-to-left shunt through the pfo, which was percutaneously closed with an amplatz device. The hypoxia improved but the escalating requirements for inopressors, inability to increase lvad flow, renal failure and diuretic resistance led to repeat imaging which showed progressive rvf requiring tmcs with protek duo followed by clinical improvement and extubation, ambulation and inopressors weaning. Two weeks later, the patient tolerated weaning of protek duo, now doing well clinically 3 months post-lvad implantation at 5600 rpm and pump low of 5.1 l/min. Date of event is approximate as the data were collected in 2024.